Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was experiencing high blood glucose and could not make it go down. She stated that she changed the infusion set and gave a manual injection. She stated that after breakfast, it 207 mg/dl, then at lunch time, it was 197 mg/dl and didn't eat anything and then at dinner it was 312 mg/dl; she set up the insulin bolus with the exact amount of carbohydrates but it went up to 505 mg/dl. She had to treat with 5 units of insulin injection. Customer removed the infusion set and the cannula was strait and the insulin is not expired. She mentioned that the basal rates were reduced 4 weeks ago by the trainer due to low blood glucose. It was stated the drive support cap is recessed. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. No insulin leak found. Time, date and basal rates correct. The high pressure test was not performed as the customer did not have a tubing clamp. Last blood glucose was 386 mg/dl. Nothing further reported.